Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of 485 mg/dl. Customer stated that she took bolus 5 units and after 3 hours it went down to 165 mg/dl at noon but after leaving her meeting not eating breakfast or lunch at 5pm blood glucose was 489 mg/dl. Customer states that by 10pm her blood glucose was 100 mg/dl she had not had anything to eat all day she ate toast and cheese and gave a bolus for the toast at 3am blood glucose was 289 mg/dl so she gave 3 units by manual injection. This morning blood glucose was 169 mg/dl high for her bolus wizard informed her to take 0.1unit but she took 0.3 units with nothing to eat and then at 8:30am blood glucose was 232mg/dl. Patient's current blood glucose value: 232mg/dl. Drive support cap appears normal (slightly indented). Customer was neither in emergence room, nor admitted into hospital, nor was emergence medical services dispatched as a result of high blood glucose values. The customer experienced no symptoms. The customer was treated with manual injection. The alleged device is not expected to be returned for analysis.